Event description:
The customer reported that there was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator power supply was adjusted and the power supply connections and circuit boards were reseated. The system was then found to be operating as intended.